Event description:
Head surgeon reports via our sales rep that he noticed during a surgery that although the trial stem fit well into the prepared femur the implant did not fit. Surgeon reports that he checked with a gauge and measured an oversize compared to the trial stem of 0,1 - 0,2 mm. According to surgeon another stem was used.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.